Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported suction was lost during a flap creation procedure. The procedure was completed the same day and there was no patient harm.

Manufacturer narrative:
A logfile review shows the reported treatment could be identified in the logfile. The treatment was aborted after a warning message during bed cut. The message indicates the treatment was aborted due to the user released the laser pedal and pressed the vacuum pedal instead of the laser pedal, which caused the interruption of the treatment. The reported issue is not caused by the system or the used patient interface. The root cause is user handling. The manufacturer internal reference number is: (B)(4).